Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, while performing the anastomosis on the proximal colon and rectum, when the device was fired it has a poor staple formation resulting to incomplete staple line. To resolve the issue the surgeon had to suture the patient. A few days post-operatively the surgeon noticed that the patient had some infections that were thought to be from the staple line.